Event description:
While soliciting product performance feedback from clinicians, the device manufacturer learned of a device migration event. The pt voided fine after spanner insertion in 2007. On three days later, he was unable to void (acute urinary retention). The removal tether was not visible and a foley catheter was inserted, which pushed the spanner into the bladder. The device was removed via cystoscopy. According to the clinician, acute urinary retention may have been caused due to obstructed debris, true cause is unknown. Indication for use: pt was on waiting list for open prostatectomy surgery. The spanner had been in use for three days.

Manufacturer narrative:
The device was not returned for eval. A review of device history records (DHR) for this spanner lot revealed no indication that the device used did not meet specifications. Device not returned - no eval will be performed. This event occurred outside of the united states.